Event description:
This is the freestyle libre 3 sensor. I opened a new container to put in a new sensor but the product was damaged. The pin that goes into the arm was bent. I contacted abbott for a replacement since this was unusable. They denied a replacement. I have paid for their faulty product.